Event description:
The customer reported that the button switch on the c-arm up/down movement was not working.

Manufacturer narrative:
The ge svc rep verified the problem and replaced the p3 power supply. The system operates as intended.